Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and intexen porcine dermal matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent perivaginal repair, lysis of adhesions, enterocele repair, removal of eroded stitch in vagina, and vaginal cuff closure due to recurrent cystocele, rectocele and prolapse.

Manufacturer narrative:
Date sent to the FDA: 09/6/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to mesh erosion anteriorly and posteriorly.